Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain +++") and device dislocation ("x-ray without contrast showed very close implants (25 mm)") in a (B)(6) female patient who received essure (batch no. E365672). The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the same day after starting essure, the patient experienced palpitations ("palpitations since insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain lower ("cramps") and headache ("headaches"). Essure removal was scheduled for (B)(6) 2017 via hysteroscope. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, headache and palpitations outcome was unknown. The reporter provided no causality assessment for pelvic pain, device dislocation, abdominal pain lower, headache and palpitations with essure. The reporter commented: no difficulties during insertion or particular comments in the surgical report. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: x-ray result was without contrast showed very close implants (25mm). Quality-safety evaluation of ptc: reported e365672 is not valid. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. X-ray without contrast showed very close implants (25 mm) (interpreted as device dislocation). Essure removal was scheduled. These events are anticipated in the reference safety information for essure. In the present case, the exact date and mechanism of device dislocation is unknown. There were no difficulties during insertion, and essure incorrect position was diagnosed less than 3 months after placement. Given the nature of this event, causality with the suspect insert cannot be excluded. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, the device dislocation could have contributed to this event. Given the nature of the event pelvic pain and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal is planned. Non-serious events were also reported. The product technical analysis concluded, based on the available information, a product quality defect could not be confirmed but is considered plausible. Further information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain +++") and device dislocation ("x-ray without contrast showed very close implants (25 mm)") in a (B)(6) female patient who received essure (batch no. E365672). The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the same day after starting essure, the patient experienced palpitations ("palpitations since insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain lower ("cramps") and headache ("headaches"). Essure removal was scheduled for (B)(6) 2017 via hysteroscope. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, headache and palpitations outcome was unknown. The reporter provided no causality assessment for pelvic pain, device dislocation, abdominal pain lower, headache and palpitations with essure. The reporter commented: no difficulties during insertion or particular comments in the surgical report. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: x-ray result was without contrast showed very close implants (25mm). Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. X-ray without contrast showed very close implants (25 mm) (interpreted as device dislocation). Essure removal was scheduled. These events are anticipated in the reference safety information for essure. In the present case, the exact date and mechanism of device dislocation is unknown. There were no difficulties during insertion, and essure incorrect position was diagnosed less than 3 months after placement. Given the nature of this event, causality with the suspect insert cannot be excluded. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, the device dislocation could have contributed to this event. Given the nature of the event pelvic pain and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal is planned. Non-serious events were also reported. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain +++") and device dislocation ("x-ray without contrast showed very close implants (25 mm)") in a (B)(6) female patient who had essure (batch no. E365672 (not valid)) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no past history of endometriosis, adenomyosis, myoma, bladder or intestinal problems and no previous history of pelvic pain. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced palpitations ("palpitations ") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), headache ("headaches") and malaise ("feeling malaise"). The patient was treated with surgery (hysterectomy and removal of inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the device dislocation, abdominal pain lower, headache, palpitations and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, device dislocation, headache, malaise, palpitations and pelvic pain with essure. The reporter commented: no difficulties during insertion or particular comments in the surgical report. Reporter stated that events occurred around (B)(6) 2016. The physician could not provide outcome for the events malaise headaches and cramps as not enough hindsight. The physician confirmed that no salpingectomy was performed for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: without contrast showed very close implants (25mm). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: reported (B)(4) is not valid. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided most recent follow-up information incorporated above includes: on (B)(6) 2017: negative history of patient and new event (abdominal pain) added. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain +++") and device dislocation ("x-ray without contrast showed very close implants (25 mm)") in a (B)(6) female patient who had essure (batch no. E365672 (not valid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced palpitations ("palpitations since insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), headache ("headaches") and malaise ("feeling malaise"). The patient was treated with surgery (hysterectomy and removal of inserts on (B)(6) 2017) and surgery (hysterectomy and removal of inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, headache, palpitations and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, device dislocation, headache, malaise, palpitations and pelvic pain with essure. The reporter commented: no difficulties during insertion or particular comments in the surgical report. Reporter stated that events occurred around (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: without contrast showed very close implants (25mm) the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 05-may-2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 2757 cases. Device dislocation: the analysis in the global safety database revealed 1139 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: reported (B)(4) is not valid. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 4-may-2017: new event added: feeling malaise; patient's information added: dob; hysterectomy and removal of inserts on (B)(6) 2017. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. X-ray without contrast showed very close implants (25 mm) (interpreted as device dislocation). Patient underwent a hysterectomy and removal of essure inserts about three months after insertion. These events are anticipated in the reference safety information for essure. In the present case, the exact date and mechanism of device dislocation is unknown. There were no difficulties during insertion, and essure incorrect position was diagnosed less than 3 months after placement. Given the nature of this event, causality with the suspect insert cannot be excluded. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, the device dislocation could have contributed to this event. Given the nature of the event pelvic pain and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. The product technical analysis concluded, based on the available information, a product quality defect could not be confirmed but is considered plausible.